Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s device was implanted in their front near the stomach area. The patient had a reaction and got infected. They had another operation to remove everything but the wires and then another surgery where they removed everything else. These issues all occurred in 2005 and 2006. The patient then went through 3 more surgeries and had nuclear medicine to find where the infection was and why they had it in the front. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(6), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 377760, lot # n0030492, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0030498, implanted: (B)(6) 2005, product type lead; product ID fa37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).